Event description:
It was reported that the pump, which was still under warranty, experienced a malfunction displaying code malf 16. There was no adverse impact to the customer's blood glucose level, as it was reported not to exceed 500 mg/dl. The customer was provided with instructions on how to reset the pump, but the malfunction code recurred after the reset. Therefore, technical support proceeded to replace the pump. In the meantime, the customer decided to use multiple daily injections as backup therapy to ensure insulin delivery was not interrupted. Technical support also guided the customer on how to return the problematic pump, including putting it into storage mode and using a pre-paid label for shipping. The customer acknowledged and understood the instructions provided.